Event description:
Blade snapped in half during intubation procedure. As the glidescope gvl was being pressed back while in the pt for a better viewing angle (which involved pulling the tongue back), the blade snapped, had to use mcgill forceps to pull the pieces out of the throat. The king lt intubation airway was temporarily used until they could get another glidescope gvl blade. By the time they got a new blade, the pt had expired.